Event description:
It was reported to philips that the system gave an alert indicating only low load fluoroscopy was possible, which can impact imaging no harm to user or patient was reported to philips. Philips has started an investigation of this complaint.